Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that following an mr exam, a patient complained of hearing loss that has not resolved. The patient was provided headphones during the exam, but it is not known whether they were adequate for use in the mr environment. It is unknown if the hearing loss has been officially diagnosed by a physician or if the patient received any treatment.

Manufacturer narrative:
B5: additional event information: the headphones were identified to have an nrr of 30. Based on this information it appears that the headphones provided meet ge's requirement of greater or equal to 29 nrr. H3: the investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patients medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.